Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the probe would not cut. The nurse reprimed, but the issue remained. The cassette was replaced and everything worked fine. The case was completed without harm to the pt. Additional info received indicated the surgeon felt the case was dur to the settings rather than the equipment or accessories.